Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7280242, UDI: (B)(4).

Event description:
It was reported that during a trial procedure the patient had an unknown reaction. The physician believes the reaction was from the anesthesia. An allergy kit was ordered. The patient had a successful trial. No further information has been obtained.